Event description:
Device was returned for scheduled preventative maintenance. No pt impact reported. Repair request escalated to complaint on evaluation due to the footed portion being cut and detached. On f/u, it was noted that this was identified during an in-service visit and it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed on evaluation. The footed portion was cut and detached. On f/u, it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."